Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, an abnormal inflation was noted in the proximal taper area of the balloon. The area reached 4.0mm in diameter. The balloon was deflated & the delivery system withdrawn through the guiding catheter, against instructions for use. The partially deployed stent was then post dilated to complete the procedure. No pt injury was reported.